Event description:
It was reported that a novum iq large volume pump display flickered and dimmed. This was observed during storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: northern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The display flickering could not be reproduced; however, the dimming issue was due to the auto brightness was turned on. The reported condition was verified. To correct the issue the auto brightness was turned off. The battery life was at 68% and was replaced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.